Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material was determined to be silicone rubber. Silicone rubber is used in the gasket of the aw button, the gasket at the water supply tank inlet, and the rubber at the injection tube attachment point. It is possible that fragments from these components became mixed in due to deterioration, leading to the foreign material found in the nozzle. The root cause, however, could not be specified. This event is detectable and preventable by handling device in accordance with the following IFU: operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope 3.8 inspection of the endoscopic system should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, a black foreign object was observed on the gastrointestinal videoscope's nozzle. There was no patient involved.